Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the patient laid down the battery tipped up and they experienced shocking. The patient's therapy and coverage were still great and they had no problem charging or connecting to the charger. The patient didn't experience shocks or tipping when they were upright and it was very uncomfortable when they laid down. The patient fell which might have led/contributed to the patient's issue. The representative planned on seeing the patient on (B)(6) 2018 to check impedances. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the representative met with the patient after a follow up appointment the patient had with their physician. The ins was successfully interrogated and all connections and impedances were normal. The patient left very happy with this information- they were concerned before but were relieved everything was normal. No further complications reported.